Event description:
Edwards received notification from the site of a pascal in tricuspid position where during tee (transesophageal echo), 1 year after index procedure, it was noted that there was a pascal device tethered to the posterior chordae representing a single leaflet device detachment (slda) from the p1 segment. Additional information received from the clinical specialist stated that the field had expressed concern over leaflet insertion during index procedure. There was no slda during the case itself and the device was deployed with no device rocking. Leaflet insertion was at 50%, but primary investigator did not necessarily listen to edwards team suggestions on leaflet optimization. The device was deployed in p1-s, but there were chords on p1 that is why it was challenging to gain adequate insertion. The device was moved three times to capture the leaflets. There was also a scallop in between p1 and p2. Regurgitation at baseline was severe and regurgitation post procedure was mild to moderate. Per medical record review, the tr (tricuspid regurgitation) after the slda happened was torrential.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. This is an initial + final combined report with investigation findings included. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was unable to be confirmed. Available information suggests potential procedural and patient related factors likely contributed to the event due to issues with leaflet insertion and scalloped leaflets making it difficult to capture leaflet. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.